Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion and additional inormation. Please updates to section: g3, g6, h2 and h6. Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m146252 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m146252, test base part number 190-430 / lot m146252. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m146252 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient sample.

Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported false positive on a direct tested maraclean nasopharyngeal swab with ID now covid-19 assay performed (B)(6) 2021. Confirmation testing on a new sample with pcr provided negative results. The customer confirmed there was no death, serious injury or impact/delay to patient treatment. The customer stated that the patient impact was that the need for retesting. The patient was not symptomatic at the time of testing. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.